Manufacturer narrative:
No further information is available. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The manufacturer received patient outcome information indicating that the patient expired. The cause of expiration was noted as "pump pocket infection". Clarification provided by the mechanical support coordinator indicated that the patient had suffered cardiopulmonary arrest due to cardiogenic shock from acute-on-chronic systolic and diastolic heart failure, as well as septic shock due to the lvad (pump pocket) infection. No autopsy was performed, the lvad pump was disposed of, and there are no records with any previous log file data available.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the explanted device because it was not returned by the hospital. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information is available at this time. The manufacturer is closing its file on this event. Placeholder.